Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It wsa reported that bd facslyric¿ 2l6c instrument leaked biohazard that was not contained within the instrument. The following information was provided by the initial reporter: " was the leak fluid or air? Fluid. Was the leak contained within the instrument?no. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Liquid is leaking from the sheath. Lyric there was a palm-sized leak in the lower left corner, salting out marks under the sheath filter, and the coupling under the filter was also wet."

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 2l6c instrument, part # 651165, serial # (B)(6). Problem statement: customer reported complaint of a waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 13jan2021 to date 13jan2022. Complaint trend: there are 7 complaints related to the leakage of biohazard not contained within the instrument; date range from 13jan2021 to date 13jan2022. Manufacturing device history record (DHR) review: DHR part #651165 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a worn sheath filter. The customer had initially reported that they found a leakage under the instrument, salting marks under the sheath filter, and liquid coming from the filter coupling. An fse (field service engineer) came onsite and was able to confirm the leakage. The fse concluded that the leakage was likely from the sheath filter connector and replaced the filter with one they had onsite. They then cleaned the flowcell and confirmed that the pqc and loader were operating properly. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair the instrument was concluded to be functioning as expected with no further leakages. Although the leakage was of a biohazardous material and risks contamination, the customer confirmed that they had not come in contact with the fluid and were not harmed in any way. Additionally the leakage was not under pressure and did not increase the risk of exposure. This instrument was being used for clinical diagnoses but did not impact or delay the treatment of any patients. Proper daily and monthly cleaning and maintenance instructions can be found in the bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # 01564601 install date: 02nov2021 defective part number: n/a work order notes: subject / reported: liquid is leaking from the sheath part. Please contact us about how to deal with it. Problem description: lyric there was a palm-sized leak in the lower left corner, salting out marks under the sheath filter, and the coupling under the filter was also wet. Work performed: I have confirmed the symptoms. At present, the sheath filter was replaced and it was restored, but there was evidence of liquid leakage from under the sheath filter. Probably the liquid leaked from the connection part of the filter. We use the filter that was suitable for the site. We carried out cleaning work of floecell. We have confirmed the operation of pqc and loader. The operation is good. Cause: lyric there was a palm-sized leak in the lower left corner, salting out marks under the sheath filter, and the coupling under the filter was also wet. Solution: I have confirmed the symptoms. At present, the sheath filter was replaced and it was restored, but there was evidence of liquid leakage from under the sheath filter. Probably the liquid leaked from the connection part of the filter. We use the filter that was suitable for the site. We carried out cleaning work of floecell. We have confirmed the operation of pqc and loader. The operation is good. Returned sample evaluation: a return sample was not requested because the parts that were replaced are not returnable and were discarded. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes. No. Azure ID: 89178 ID: libivd-ra-72 2.1.15 reg status: ivd; ruo hazard: exposure to biological sample. Cause: failed waste connection harmful effects: damage to instrument. Risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. System shall be designed to isolate fluid from electrical and optical components. Waste cap removed interlock. Req link (azure ID): 93748 libivd-did-1582 shielding implementation verification: libivd-se-15-84ar, libivd-se-15-53ir, libivd-se-15-72p effectiveness verification: libivd-se-15-84ar, libivd-se-15-53ir, libivd-se-15-72f probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient: yes. No. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn sheath filter. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn sheath filter. The fse was able to confirm the issue and replaced the sheath filter. After the repair, the fse cleaned the flowcell, tested the instrument, and confirmed that it was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It wsa reported that bd facslyric¿ 2l6c instrument leaked biohazard that was not contained within the instrument. The following information was provided by the initial reporter: "1. Was the leak fluid or air? Fluid 2. Was the leak contained within the instrument?no 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Biohazard 5. Did biohazard leak before or after waste line? After waste line 6. Was the waste mixed with decontamination or bleach? No 7. Was the customer/bd personnel physically in contact with the fluid? No liquid is leaking from the sheath. Lyric there was a palm-sized leak in the lower left corner, salting out marks under the sheath filter, and the coupling under the filter was also wet."